Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that contacted the manufacturer when they lost weight (about 34 pounds) and the device became uncomfortable for them to lie on their back. As a result, their physician had to d surgery again on (B)(6) 2019 to implant it deeper. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had lost 30 pounds ¿a couple months ago, maybe a month and a half ago,¿ and because of that it was uncomfortable to lay on the ins when they were on their back. It was noted that they were going to get the implant moved deeper. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.